Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and review of the device log showed messages consistent with the customer report. The device was put through extensive testing including bench handling, power cycling, and pacer functional stress testing with returned multifunction cable without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. The battery used during the time of the event was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.